Event description:
The account alleged the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The account found upon inspection that the communication cable is not seated correctly with the sidecom interface cable. The account replaced the communication cable and screws to resolve the issue.